Event description:
It was reported that guidewire does not pass through the metal needle. There was no reported patient injury. No other information was provided 06/18/2024 - on the device returned for evaluation, the distal end of the guidewire coil wire exhibited misaligned coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire through the microintroducer is confirmed and was determined to be use related. The product returned for evaluation was a 4.5fr microintroducer and a straight tip stainless-steel guidewire. The sample was received with the guidewire in the microintroducer. An attempt to pass the guidewire through the microintroducer was successful with some resistance. Microscopic inspection of the proximal end of the guidewire revealed what appears to be biological use residue. The distal end of the guidewire coil wire exhibited misaligned coils. Both ends of the guidewire were intact. The misaligned coils on the distal end of the guidewire suggests the guidewire was advanced against resistance which likely contributed to difficulty advancing the guidewire through the microintroducer. This complaint will be recorded for future trending and monitoring purposes.